Manufacturer narrative:
Batch review performed on 13-may-2025. Lot 2217055: (B)(4) items manufactured and released on 28-sep-2022. Expiration date: 31-aug-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 3 weeks after primary, the patient came in reporting instability due to laxity. The surgeon revised the liner (11mm) with a thicker one (14mm) to give the patient more stability. The surgery was completed successfully.